Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (type, lot number, concentration, and dose unknown) via an implanted pump. Indications for use (IFU) were listed as intractable spasticity and multiple sclerosis. After the pump was installed ((B)(6)2011) it never worked and the patient developed an infection. It was noted the patient "thought it was around the pump" but she was not certain so they had to remove it. The area of infection was the pocket and the infection was in her stomach, which she thought to be around the pump. Interventions included a partial system explant and the pump and catheter were explanted in (B)(6) of 2011 (exact date was unknown). Additional information was received from a company representative (rep) indicated the patient had the pump system removed due to an infection sometime in (B)(6) 2011. Drug information (type, concentration, lot number, dose), other medications the patient was taking at the time of the event, pertinent medical history, diagnostics performed with results, the cause of the pocket infection, and if the infection had been resolved were not reported. Further follow -up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.